Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and motor test. No motor error alarms or displacement anomalies noted. Unit received with cracked case at display window corners and display window. Unit received with severely scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.